Manufacturer narrative:
Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient product ID: 3708140, serial#(B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).

Event description:
It was reported that the patient was getting a warning screen to recharge the implantable neurostimulator (ins). He was getting a power on reset (por) message on the recharger last night. The patient went to charge last night and it would not take a charge. The charge had been getting less and less where it did not keep a charge for the past 6-7 months. The patient had no stimulation sensation and a loss of therapeutic effect for a couple weeks. The patient thought it must have gone dead. He really needed to use it last night and today it would not charge. After troubleshooting, they were able to get the patient charging. The patient was not able to adjust stimulation and the patient programmer (pp) display was showing ¿call your doctor¿ icon. The ins was now ¾ of the way charged. They were able to clear the por and the pp was now back to its regular programming screen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.